Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility, and it was determined that the following implants are not compatible: the 00625006550 screw with the tmars cup, and the augment, and the g7 liner with the tmars cup. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 00625006550; lot# 64561604; bone screw self-tapping 6.5 mm dia. 50 mm length. Cat# 00489405810; lot# 63392067; trabecular metalâ acetabular revision system acetabular augment. Cat# 00662406540; lot# 64645209; bone screw selftapping40mm length 6.5mm dia. Cat# 11-300814; lot# 774180; arcos 14x150mm spl tpr dist. Cat# 11-300818; lot# 147420; arcos 18x150mm spl tpr dist. Cat# 010000903; lot# 3743858; g7 10 deg e1 liner 40mm f. Cat# 11-301331; lot# 138850; arcos con sz a hi 70mm. Cat# 650-1058; lot# 2993268; cer bioloxd optionhd40mm. Cat# 650-1067; lot# 3031106; cer option type 1 tpr sleve+3. Cat# 00700005620; lot# 64564812; trabecular metal revision shell 56mm. Product remains implanted will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-02532.

Event description:
It was reported that approximately 4 years post implantation of a right total hip arthroplasty, the patient is experiencing pain and a loose cup. Subsequently, the patient is being considered for a revision on an unknown date. No additional information was available.